Event description:
The customer reported that bleeding occurred even though an end tone, indicating a completed seal cycle, was heard. Inflamed tissue was being sealed at the time. The surgery was completed with a bipolar instrument. There was no tissue loss or damage and no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.